Event description:
It was reported by the patient's daughter that the patient experienced an issue with the pod in which insulin delivery appeared to stop, and insulin leaking from the device was observed after approximately 36-48 hours of wear on the arm. It was reported that despite administering multiple correction boluses, the patient's blood glucose levels continued to rise. No specific blood glucose levels were reported. On (B)(6) 2026, the patient sought medical attention and was hospitalized, where she was diagnosed with diabetic ketoacidosis. The patient was 8 months pregnant at the time and reported that a c-section was almost performed due to the severity of the event. The length of the hospital stay, discharge date, specific symptoms experienced, and treatment administered were not specified. No further information was available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if the reported leak, or any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone17.1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The physical device was not returned for investigation. Review of the user data in the insulet cloud system found that a pod with the sequence number reported was used between 19:57 on 14jan2026 and 17:58 on 15jan2026. The cloud data from this period was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was used only in automated mode and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The phb data showed stretches of missing sensor values. The automated algorithm responded appropriately, transitioning the system to automated mode: limited after 20 minutes of missing values and generating missing sensor values alerts after one hour of missing values. The system began delivery of safe basal, which is the lower of the user's adaptive basal rate and manual basal program, while in automated mode: limited. The cloud data showed multiple bolus records during this period. The cloud data showed evidence that these bolus records were from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume for each bolus delivered after delivery of each bolus. No evidence of issues with insulin delivery were observed in the available cloud data.